Manufacturer narrative:
Foot end weldment.

Event description:
It was reported that the left wheel weldment had broken off the leg. There was reported pt involvement, however, no reported adverse consequences.